Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic due to pacemaker pocket infection and erosion. It was noted that the pacemaker was eroded and visible through the pacemaker pocket. The pacemaker was explanted due to pacemaker pocket infection and erosion. The patient's condition was stable.